Event description:
Reporting status: serious injury - medical intervention; permanent damage. Reporting rationale: myocardial infarction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that a 2.5 x 28 mm xience v stent and a 2.5 x 12 mm xience v stent were implanted in 2008. Ten days later, the pt was hospitalized for a myocardial infarction. In early 2009, an angiography and percutaneous coronary intervention (ptci) were performed. No additional event or pt info is available.

Manufacturer narrative:
The second xience v rx 2.5 x 12 mm (lot# unk) mentioned is being filed under the same manufacturer number. Results and conclusion summation - myocardial infarction, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implants and the procedure was completed successfully. In this case, it is likely that the hospitalization is a secondary effect of the myocardial infarction. However, a conclusive root cause for the reported pt effects, and the relationship to the devices, if any, cannot be determined.